Manufacturer narrative:
H11: through follow-up communication livanova learned that patient experienced intermittent symptoms following coronary artery bypass surgery. No infection has been diagnosed. Patient reports fear of infection and resulting anxiety. No additional information has been made available. A device history record (DHR) review could not be performed since possible serial number involved was not provided. Involved device serial number remained unknown but was not equipped with vacuum and sealing kit since upgrade activity started in 2017 and surgery was performed in 2014. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.

Event description:
See initial report.

Event description:
The event was identified through a retrospective review of product liability lawsuits. Through this review, we have identified a few events where the plaintiff had filed a suit against the company, and it was handled by our legal department, but the underlying product information had not been forwarded to the complaint handling unit. Livanova opened a CAPA to identify any possible lawsuits that might require complaint reporting and to retrospectively submit those events that were not previously submitted and to prevent future similar issues from occurring. Complainant alleges through their counsel a mycobacterium infection. Based on current status of the investigation the alleged device issue was yet not confirmed.

Manufacturer narrative:
H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in newmarket, canada. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.